Manufacturer narrative:
Root cause: user error. Per tandem's user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin.this can cause hypoglycemia (low bg). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Urn

Event description:
It was reported that the customer experienced a blood glucose level of 511 mg/dl. During troubleshooting, it was found that the t:lock/luer lock was loose. Tandem technical support assisted customer in disconnecting site and customer performed a supply change to address the issue. Upon follow-up, customer's bg level was 400 mg/dl. The customer was instructed to consult with healthcare provider regarding bg level.